Event description:
A nurse removed an IV catheter from a vein in the patient's left thumb. The rn immediately noted that only a small portion of the catheter was attached to the hub of the catheter. The remaining portion was removed via cutdown.